Manufacturer narrative:
Fine metal fibres had been seen at the skin which were removed. The patient had been radiological reviewed. If any additional investigation is completed the results will be communicated to FDA within thirty days of its conclusion via follow-up MDR. This is the very first complaint for a ruptured guide wire with a lifecath in all those 5 years. Therefore a manufacturer defect seems to be unlikely.

Event description:
End of guide wire sheared off when removed from patient and retained. Several x-rays and fluoroscopy have failed to identify site of wire.

Manufacturer narrative:
No further information obtained, it is unclear if the device will be returned to vygon for further investigation. If any additional investigation is completed the results will be communicated to FDA within thirty days of its conclusion via follow-up MDR. This is the very first complaint for a ruptured guide wire with a lifecath in all those 5 years. Therefore a manufacturer defect seems to be unlikely.

Event description:
End of guide wire sheared off when removed from patient & retained. Several x-rays & fluoroscopy have failed to identify site of wire.